Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown amount of time following the implant of this transcatheter pulmonary bioprosthetic valve, the patient expired. An autopsy was performed and showed endocarditis.